Event description:
A report was received from a user facility in the USA stating: "the vitrectomy cutter stopped cutting during use." Additional info received states the cutter was in the eye when it seemed to stop moving another cutter was used to complete the procedure. There were no further problems and no pt injury was reported.

Manufacturer narrative:
The device has not been received for evaluation. A supplemental report will be submitted when the evaluation is complete. The cutter assembly, contained within the stellaris 23 gauge posterior vitrectomy pack is manufactured by midlabs. The MFR has been contacted. Investigation is ongoing.